Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The neurologist had reportedly never performed device diagnostic testing on this pt's device before. The reason he has performed device diagnostic testing at this office visit was because the pt reported that she no longer feels device stimulation. No adverse event was reported in conjunction with the high lead impedance condition. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system; however, only a chest view was available. No x-rays of the neck area were available, therefore the lead electrodes and strain relief bend could not be visualized. The portion of the lead that was visualized appeared intact. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Revision surgery is planned. Treating neurologist indicated that it was possible that the pt may have sufffered a mild trauma but that the pt did not remember any such trauma that may have damaged the vns therapy system.